Event description:
Complainant alleged that the autopulse® platform displayed a user advisory 45 (not at "home" position after power-on/restart) message. When an attempt to clear the user advisory 45 was made, the platform displayed a "service error" message. The user advisory 45 message was observed at the customer site and the "service error" was observed by the distributor. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.